Manufacturer narrative:
The reported issue was confirmed. It was concluded that the following was the root cause: supplier ¿ root cause: inadequate verification and validation activities of the crimping process, single pull test did not provide stability of process, evidence was not provided when requested for maintenance of records or crimp tools, no crimp cross-sections provided. The device was evaluated upon receipt. Signs of electrical overstress on both connections between the power inlet module and the ac main voltage circuit card. Preventatively replaced power inlet switch and ac main voltage circuit card. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The device history record review was not required. Labeling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that nurse stated the arctic sun device had been alerted 113 reduced water temperature control. Tried to cool patient to targeted temperature of 36.6c, patient temperature was 36c and water temperature was 29c. They were received alert multiple times. System diagnostics showed that the outlet monitor temperature was 29.5c, outlet control temperature was 29.6c, inlet temperature was 29.9c, chiller temperature was 4.4c, water flow rate was 2 l/m, inlet pressure was -7psi, circulation pump command was 66 percentage, mixing pump command was 100 percentage, heater was 0, water reservoir level was 5, system hours were 3727.9 and pump hours were 3468.5. Advised arctic sun device needs to be sent to biomed labeled 113 (reduced water temperature control). Walked through stop therapy, drain pads and connect to new device. Per sample evaluation results on 31oct2023, it was reported that the pressing up on the power switch slightly beyond the normal on position momentarily cuts power to the device. Decontamination tech notes indicated the control panel did not boot when power on. Signs of electrical overstress on both connections between the power inlet module and the ac main voltage circuit card. The double bend tube and the chiller evaporator outlet tube were expanded, and replacement of the tank seals due to lifting from the tank.

Event description:
It was reported that nurse stated the arctic sun device had been alerted 113 reduced water temperature control. Tried to cool patient to targeted temperature of 36.6c, patient temperature was 36c and water temperature was 29c. They were received alert multiple times. System diagnostics showed that the outlet monitor temperature was 29.5c, outlet control temperature was 29.6c, inlet temperature was 29.9c, chiller temperature was 4.4c, water flow rate was 2 l/m, inlet pressure was -7psi, circulation pump command was 66 percentage, mixing pump command was 100 percentage, heater was 0, water reservoir level was 5, system hours were 3727.9 and pump hours were 3468.5. Advised arctic sun device needs to be sent to biomed labeled 113 (reduced water temperature control). Walked through stop therapy, drain pads and connect to new device. Per sample evaluation results on 31oct2023, it was reported that the pressing up on the power switch slightly beyond the normal on position momentarily cuts power to the device. Decontamination tech notes indicated the control panel did not boot when power on. Signs of electrical overstress on both connections between the power inlet module and the ac main voltage circuit card. The double bend tube and the chiller evaporator outlet tube were expanded, and replacement of the tank seals due to lifting from the tank.

Manufacturer narrative:
The reported issue was confirmed. It was concluded that the following was the root cause: supplier ¿ root cause: inadequate verification and validation activities of the crimping process, single pull test did not provide stability of process, evidence was not provided when requested for maintenance of records or crimp tools, no crimp cross-sections provided. The device was evaluated upon receipt. Signs of electrical overstress on both connections between the power inlet module and the ac main voltage circuit card. Preventively replaced power inlet switch and ac main voltage circuit card. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The device history record review was not required. Labeling review is not required because labeling could not have prevented this issue. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.